Event description:
During a procedure using a pediatric blanket. An underpad was used beneath the child's bottom with the paper side to the body. The paper reportedly was not overly wet. Potential of burns to the buttocks and thigh. Pt condition after the procedure was reported as good.

Manufacturer narrative:
H6 completed device evaluation, recording codes on this form. D6: corrected product serial no. Objective: investigate blower for proper operation and record results. If malfunctions are discovered, document findings and investigate further to determine if cause can be determined. Conclusion: warmtouch blower model 5100 was fully functional when it arrived. Although retractable handle assembly was damaged. Blower was attached to warmtouch lower body blanket and warmtouch infant carequilt. Temperature data was collected on blower using both blankets. Blower operated within ranges of each temperature selection with lower body blanket attached and with infant carequilt attached. Blower was always within specified temperatures and functioned properly. Blower was allowed to operate until step down from high temperature to medium temperature occurred. This step down also fell within parameters specified for this device. Warmtouch blower model 5100 received is operating properly. Summary: blower arrived in operating order in warmtouch model 5100 box. Lower support off retractable handle was broken but blower was functional. Blower was connected to warmtouch lower body blanket. Temperature data was collected on blower using temperature probe place one inch inside the nozzle. Data was recorded in data results section of report. In addition blower was tested using an infant warmtouch carequilt. This data is also recorded in data results section of this report. All reading recorded were taken after a five minute warm up period on each setting. The temperatures produced by the blower model 5100 serial number 3151a are within specifications for all three temperature selections. It appears this blower is set at mid-range for all three temperature selection. Temperature data collected when blower was connected to infant warmtouch carequilt is slightly higher but still well within the specified temperature limits for the blower. Warmtouch model 5100 as received was functioning properly, it controls the temperature at the specified setings and steps down from high tempeature to medium temperature in 47 minutes. Data results: blowers retractable handle was damaged. Lower support broken.